Event description:
It was reported in a journal article from the circulation journal of the american heart association, "pseudoaneurysm and intracardiac fistula caused by an infected paclitaxel- eluting coronary stent", by james j. Jang, ashok kirishnaswami, junming fang, mateu go and valeric c. Kwai ben (circulation 2007; 116, e364-e365) that following a coronary artery drug eluting stenting treatment procedure, a pseudoaneurysm and intracardiac fistula occurred. The procedure was emergent due to an inferior wall st-elevation myocardial infarction. The patient had an unknown sized taxus express2 drug eluting stent implanted in the proximal and mid right coronary artery (rca). In the 4 months following implant, the patient had recurrent fevers and with staphylococcus aureus grown on repeat blood cultures with the infection source attributed to infected dialysis catheters. Five months following implant, angiography revealed an "occluded proximal rca stent, a large pseudoaneurysm off the stent, and a fistula into the right atrium". The patient underwent resection of the rca stent and pseudoaneurysm, evacuation of the right atrium (ra) vegetation, and coronary bypass to the distal rca with a saphenous vein graft. Microscopic examination of the ra revealed tissue necrosis with a predominance of neutrophils consistent with an abscess. The patient received intravenous nafcillin and oral rifampin for an additional 6 weeks after surgery. The patient is reportedly "doing well 6 months after the operation". Repeated requests for additional information have been made; however, no information has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.